Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked tank cover, faded line cord, worn enclosure and block assembly. The customer stated problem was duplicated. The cause of the reported problem was traced to customer manipulation of the device and was also a known manufacturing issue. The reported failure resulted from a known tank cover cracking issues due to bowing addressed through a scar (supplier corrective action report). No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
It was reported there was leaking from the reservoir. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. UDI in section d4 is unknown. No information has been provided to date.